Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image was flickering with noise was due to a failure of the video connector. The cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image blinking and loose video connector was confirmed. It was found that the image was flickering with noise due to defective connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video connector was loose and the image flashes when using the visera pro video system center. The issue was found after a hysteroscopic electrotomy procedure. The patient was not under sedation. The procedure was completed using a similar device. There was no harm to the patient.